Event description:
During a standard treatment, a dental electrical handpiece got hot and burned the pts cheek to the diameter of the back cap. The pt received some otc vitamine e oil for the burn. No further medical care was necessary.

Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned the pts cheek to the diameter of the back cap. The pt received some otc vitamine e oil for the burn. No further medical care was necessary. The analysis did show that the head had been dented at the backcap but did not cause the back cap button to stick in. Experience shows that this is usually the result of a strong hit like e.g. A drop during the reprocessing. Also the bearings have been grinding which could be normal wear or possibly stronger wear caused by the slight deformation of the head. During the test run the heat up was reproducible. The user instruction requires a visual and functional inspection prior to each treatment which shows if device is running out of specification and is hence mandatory. Reported due to the 2 yr presumption rule.